Manufacturer narrative:
D3 - mfg establishment name- corrected. One device was returned for analysis. Visual inspection found delaminated downstream/upstream occlusion seals. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the downstream/upstream occlusion seals were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E1 - initial reporter zip code: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a ripped and bubbled downstream occlusion (dso) seal. There was no patient involvement.